Event description:
Caller reported a power source alert 07. There was no adverse impact to the customer's blood glucose level. The customer resolved the issue by using a tandem charging cable and wall adapter, which led to the pump beginning to charge. No further assistance was required.